Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer reverted to manual injections for insulin therapy.customer loaded a new cartridge however the cartridge alarm recurred.there was no adverse impact to the customer¿s blood glucose level.